Event description:
Consumer states "chair stopped yesterday, she said she was trying to turn corner and chair just died. She charged overnight, but chair is still unresponsive. Also states that she is having problems with footrests staying up - says in (B)(6) when she was getting out of chair footrest fell on her leg and bruised her. Also states that she is having problems with the seat staying locked when she tries to get out of chair. The chair swivels and rocks and she states she has almost fallen a few times. Will contact dealer today to see about repair/replacement of chair."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41ssr, serial number/date code (B)(4) is approximately 5 yrs. 7 months old. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.